Event description:
It was reported to the manufacturer that a customer encountered problems during use of a stent. According to the customer: "the stent [device in question] was deployed at the c1 to c2 section of ica (internal carotid artery). Upon stent delivery system withdrawal post image capture the stent was noticed to have moved from the area of deployment to the petrous section. The four distal markers and the four proximal markers were presumed to have folded over such that the stent was 'folded over on itself'. Intervention use of a 4mm microsnare was used to retrieve the stent."

Manufacturer narrative:
PMA/510(k) #: h020002/s5.